Event description:
It was reported to medtronic neurosurgery that the patient underwent vp shunt implantation in 2007 at the age of one, to be treated for aqueduct stenosis. The report stated that CT scans were performed on the patient in stages, with which blood tumors were found in the right side of his head. According to the report, the patient underwent a revision surgery due to over drainage. The report stated that the device was replaced with a competitor product.

Manufacturer narrative:
The product has not been returned. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximately 64 cm of the catheter was returned. The device met the requirements for patency and leak testing. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).